Event description:
Severe pulmonary hypertension [pulmonary arterial hypertension] oxygen saturation 84-85 percent [oxygen saturation decreased] increased shortness of breath [increased shortness of breath] feel like I am not getting enough tyvaso (treprostinil), medication left in the chamber [incorrect dose administered] syncopal episode [syncopal attack]. Case description: the sae terms of severe pulmonary hypertension (pulmonary arterial hypertension), oxygen saturation 84-85 percent (oxygen saturation decreased), increase in shortness of breath (dyspnoea), feel like I am not getting enough tyvaso (treprostinil), medication left in the chamber (incorrect dose administered) and syncopal episode (syncope) were reported for (B)(4). This case is a spontaneous report from the united states received from a nurse via a specialty pharmacy on (B)(6) 2015. Additional information was received from a health professional via a specialty pharmacy on (B)(6) 2015. Additional information was received from a health professional on 07/31/2015. The patient was a (B)(6) female, of unknown height and race, who first received tyvaso (treprostinil) via inhalation route on (B)(6) 2010 for primary pulmonary hypertension. Inhaled (ih) treprostinil sodium dose was 18-54 ug (3-9 breaths) four times daily (qid), at the time of the events. Relevant medical history included pulmonary arterial hypertension, (B)(6). The patient was on the following concomitant medications at the time of the events: letairis (ambrisentan) and revatio (sildenafil citrate). On an unknown date in (B)(6) 2015, approximately four years and eleven months after initiating ih treprostinil, the patient experienced severe pulmonary hypertension. On (B)(6) 2015, the patient experienced increase in shortness of breath, oxygen saturation 84-85 percent and incorrect dose administered. On (B)(6) 2015, the patient experienced a syncopal episode. On an unknown date in (B)(6) 2015, the patient experienced an increase in severity of pulmonary arterial hypertension. On (B)(6) 2015, the patient called her doctor's office concerned about an increase in shortness of breath, especially after activity. Her oxygen saturation when walking was 84-85 percent, usually the patient's oxygen saturation was 89-90 percent. Per patient's doctor, approximately (B)(6) 2015 via phone call, the patient expressed "feeling like not getting enough tyvaso during treatments" and that she saw "lots of medication" left in the chamber after treatment. Per the patient's spouse the patient was feeling more short of breath over a period of several days to a week and it had been worsening over the week. The patient was instructed by the hcp to use backup device, however, the patient indicated that she only used one of her provided nebulizers. Hcp encouraged patient to go to ed asap. Patient's hcp notified (B)(6) rn. (B)(6) rn immediately called patient and instructed the same as above. On the night of (B)(6) 2015, the patient experienced a syncopal episode and was taken to the emergency department. On (B)(6) 2015, the patient expired. The events of oxygen saturation 84-85 percent, increase in shortness of breath, syncopal episode and incorrect dose administered were considered to be medically significant. The ih treprostinil was not changed due to the events of severe pulmonary hypertension, oxygen saturation 84-85 percent, syncopal episode, and increase in shortness of breath. Action taken with the ih treprostinil due to the event of incorrect dose administered was not applicable. The outcome of the event of severe pulmonary hypertension: fatal. The outcome of the events of oxygen saturation 84-85 percent, syncopal episode and incorrect dose administered: unknown. The outcome of the event of increase in shortness of breath: not recovered. The patient died on (B)(6) 2015 from severe pulmonary hypertension. It was not reported whether an autopsy was performed. Death occurred approximately four years and eleven months after treatment with ih treprostinil began. The reporter assessed the causal relationship between the ih treprostinil and the events of severe pulmonary hypertension, oxygen saturation 84-85 percent and increase in shortness of breath as possibly related. The reporter did not assess causal relationship between the ih treprostinil and the events of syncopal episode and incorrect dose administered. The causality for these events will defer to possibly related. Follow-up information received on 07/31/2015: updated death event to severe pulmonary hypertension, added events of oxygen saturation decreased, incorrect dose administered and syncopal episode, added event onset date, medical history detail, action taken, outcome and causality. Company comment: the company has assessed the events of severe pulmonary hypertension, oxygen saturation decreased, incorrect dose administered and syncope as not related to ih treprostinil. The patient was experiencing symptoms consistent with severe pah. The patient had been receiving tyvaso for over 4 years; her pah treatment had been escalated in the prior year from double therapy to triple therapy. At the time of the events, the patient was also taking letairis and revatio for pah. It is unlikely that receiving an incorrect dose of tyvaso during this time period would have resulted in such a rapid decline in functional status. The hcp caring for the patient classified the patient's disease as severe pah. The serious and nonserious events reported were the result of the patient's progressive disease. Both devices were returned for the investigation. During the initial evaluation for the saline output device sn (B)(4) performed below the specification limit. The patient or hcp did not specify the device in use prior to or at the time of the reported event. The investigation is ongoing at the time of this submission. This report is being submitted in the abundance of caution. The patient's death, submitted as part of this report, is attributed to severe pah. The device malfunction and/or potential low dose delivery of inhaled treprostinil could not have resulted in such a rapid decline in functional status. Initial reporter: (B)(6). (B)(4).